Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was cracked. Reportedly, the customer performed a cartridge change to resolve the issue. Additionally, it was reported that an altitude alarm occurred. No additional patient or event information was provided. The customer's blood glucose was 300-400 mg/dl.